Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that patient has had a lot of discomfort and pain radiating down their left arm since the device was implanted. The patient was seen by the physician and it was noted that the device had migrated. The device was repositioned. No further patient complications have been reported as a result of this event.